Event description:
It was reported that the patient experienced syncope. The ventricular lead exhibited intermittent capture and microdislodgement was suspected. On (B)(6) 2013, during lead repositioning, high impedance was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.